Manufacturer narrative:
The device was not returned for analysis, therefore, the production history and sterilization records were reviewed for this device. The records showed that this device was manufactured, sterilized and released according to applicable standard operating procedures. Devices sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date for the pacemaker in object: manufacturing date: 11 july 2006, use before date: 11 february 2008, sterilization lot number: m060720. Moreover, it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, and this has already been described in the literature.

Event description:
After 22 days of implantation , this pacemaker was explanted because of an infection.